Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a flailed leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient. While preforming the established final arm angle (efaa) testing the clip opened after the lock was applied while turning the knob in the open direction. Troubleshooting was preformed by opening the clip and retesting the lock but it was unsuccessful as the clip continued to open. The clip was removed from the patient and a new mitraclip xtw was advanced within the patient and implanted successfully before the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.